Event description:
It was reported that during a prostate procedure, the side-firing fiber was observed to be "forward firing and / or noted to have fiber damage at the tip" at 411.565 joules. A second fiber was used to complete the case. "No injury to patient'' reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.